Manufacturer narrative:
(B)(4). Cat# 574102075 lot# 3025550 femoral stem cementless collarless high offset 12/14 taper size 7.5. Cat# 30123606 lot# 65126802 36mm i.d. Size f high wall liner. Cat# 00877503602 lot# 3085217 biolox delta head 12/14 36x0. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 2 years post implantation of a left total hip arthroplasty, the patient was revised due to an unknown reason. The stem was retained, and the other products were scrapped. No additional information is available.

Manufacturer narrative:
No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.